Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse inspected the specimen nozzle. The fse also realigned the specimen nozzle to sample cup, sample tube, and reagent tray then performed the hand-ad touch, clog detection, and liquid level sense. All alignments and settings were to specifications. The customer tested the instrument by running samples. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for sp flag, error 2076 clogging detected at specimen, 2078 clogging detected at pretreat, and 2205 sorter dropped cup was the alignment for z-axis was too deep into the reagent tray and the clog detection was too sensitive.

Event description:
On (B)(6) 2017, a customer reported an sp flag, error 2076 clogging detected at specimen, 2078 clogging detected at pretreat, and 2205 sorter dropped cup on the aia-900 instrument. The customer opened the sorter but did not see any dropped cups. The customer is unable to run patient samples on follicle stimulation hormone (fsh), estradiol (e2), luteinizing hormone (lhii) and prolactin (prl). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, e2, lh ii and prl. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.